Event description:
10 cc syringe with luer lock, was packaged with diaphragm of plunger outside of the syringe between the external package and the syringe. Plunger diaphragm was not inserted inside of the syringe.